Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found an autofill error logged in the system and confirmed the unit would not pass the pim section of the all manifolds test. The fse replaced the replaced the and tested the unit. All tests including safety and functional tests were performed and the unit was returned to the customer.

Event description:
It was reported that a cardiosave intra aortic balloon pump (iabp) had an autofill failure. There was no patient involved.